Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 35 mg/dl and inquired about sensors. Customer also reported of site irritation with swelling and bleeding which showed signs of infection. Customer's blood glucose was 460 mg/dl. Customer's tempt basal was changed due to steroid shots received. Troubleshooting was performed for infection and customer was educated on prevention of site infection. Customer was advised that different type of tape would be sent.